Manufacturer narrative:
Tech found that the intermediate siderail would not raise enough to latch. Replaced the dampener to resolve this issue.

Event description:
Info received that the intermediate siderail would not raise enough to latch.